Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the anesthesia station had a database corruption that required reimaging. A field service engineer reimaged the station, configured it in remote support services, and deployed eset and windows server update services settings. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es displayed a physical hard drive error on the screen. The customer stated that the nurses got the medications from another operating room and there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.